Manufacturer narrative:
The technician found the caster supports were cracked. He replaced caster supports and both foot end casters to repair the bed.

Event description:
Info received indicates the brake is not holding on the foot end casters.